Event description:
The hospital stated that a tube detached from a connector of the holding bag. This occurred after the 7th cycle. Blood came out of the line and bag. The device was changed out with no affect to the patient.